Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2011 the patient underwent: 1) posterior spinal fusion, l5-s1. 2) posterior spinal instrumentation using 5.5mm titanium zodiac instrumentation, l5-s1. 3) transforaminal interbody fusion through a left sided approach, l5-s1. 4) interbody instrumentation using novell cage, l5-s1. 5) autologous local bone grafting augmented with rhbmp-2/acs and demineralized bony matrix. Preoperative diagnosis: lumbar spondylosis with spinal stenosis, severe bilaterally, at the foraminal area. Per-op notes: "...following his procedure, we went ahead and collected all of the autologous local bone, morcellized it, and placed it in the gutters spanning the transverse process of l5 and s1. Then we proceeded in doing a transforaminal interbody fusion by creating an annulotomy and doing a through discectomy. Once we were able to do this, we were able to decorticate the bony endplates and inserted the bone graft into the disc space up to the contralateral side and then inserted the cage.."